Event description:
Stapler opened on sterile field and failed to properly fire. The item was removed and bagged for reporting the malfunction. New stapler obtained and surgery completed with no injury to the pt.